Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to a permanent failure of the internal li-ion battery was observed. The technician recommended replacing the device's internal battery to address the issue. No further information is provided at this time.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to a permanent failure of the internal li-ion battery was observed. The technician recommended replacing the device's internal battery to address the issue. No further information is provided at this time. Additional information provided in the evaluation after the initial report was filed: the device powered on as it should. No repairs performed. Unit not needed for inventory. Unit will be scrapped.